Event description:
Reportedly, a ring was explanted after approx one month due to mitral regurgitation and cad.

Manufacturer narrative:
Device evaluated by MFR: eval in process, will provide follow-up.